Manufacturer narrative:
This is a definitive report. This case is received by seikagaku corporation on october 4, 2019 from the FDA as mw5089820 dated september 23, 2019. And additional information is received by seikagaku corporation on october 15, 2019 from the FDA as mw5089843 dated september 24, 2019. The reported adverse event was described in the package insert as follows; "according to post-marketing experience of other sodium hyaluronate preparations, anaphylactic/anaphylactoid reactions accompanied by transient hypotension (sudden drop in blood pressure), have been rarely reported worldwide, all of which resolved either spontaneously or after conservative treatment.". According to the result of investigation for lot 0019f07g, there were no deviations or out-of-specifications found in the manufacturing process, the in-process testing, the release testing, and the environmental monitoring.

Event description:
(B)(6) 2019 - a male patient was administered gel-one injections in both knees for osteoarthritis. No apparent adverse reaction at the time of the injection. An hour later the patient began itching, having hives and his throat began to close. He went to the ER where he was immediately taken in, but not in shock and given steroids and epinephrine. Later he was discharged. (B)(6) 2019 - he took prednisone and epinephrine (it seems to be diphenhydramine, not epinephrine). "Rx meds: epinephrine, prednisone, otc meds: benadryl" is reported and FDA safety report ID is musked as #(B)(4).